Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The specific results were not provided. The only information available is that the customer found the results to be inconsistent. This complaint is being reported because lifescan is unable to confirm whether the reported results meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue, was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.